Event description:
Reporter stated that the following comparisons were performed between the suspect device and a reference lab (using patient samples): [meter 60 mg/dl, lab 105 mg/dl], [meter 64 mg/dl, lab 120 mg/dl], [meter 378 mg/dl, lab 250 mg/dl], and [meter 528 mg/dl, lab 269 mg/dl]. No patient injury was reported. Reporter indicated that quality control tests had been performed on the system, and noted that the results fell within the acceptable range. Technical support requested the return of the suspect device; however, reporter declined a replacement.